Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no medication was available in the station and the station automatically rebooted. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no medication was available in the station and the station automatically rebooted. A technical support specialist connected to the station and verified there had been an error before, but it was communicating now. The customer attempted to pull medications, but no medications were populated. The specialist connected to the server and confirmed a purge.purgestatistics error. The error was cleared, and a full sync was performed to resolve the issue. The system functioned as intended after the technical support specialist inspected the device.